Manufacturer narrative:
This product is in the possession of the insurance company and has not been examined.

Event description:
An insurance company is alleging that a heating pad caused a fire that resulted in property damage to their insured's apartment. No injuries were reported with this incident.